Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. The pump underinfused with approximately 50% remaining. The device contained 8g flucloxacillin in 230 ml of sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: e1: initial reporter phone no., h4, f10/h6: component codes, h6, h11. H4: the lot was manufactured between april 5-9, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection showed fluid inside the device's bladder which suggests a possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.